Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was not used at an implant procedure as the physician was unable to get the setscrews to engage. No adverse patient effects were reported. The product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, initial investigation revealed that there was no evidence of abnormality or mishandling on the header or the surface of the device. An x-ray was performed and there was no cross trades or any other causes noted that may prevent the setscrew from moving freely. All setscrews moved freely with the appropriate wrench upon return. It was confirmed in laboratory that all leads could be inserted easily with out any problems. Further testing verified that the leaf spring contacts of the right ventricular (rv) and right atrial (ra) rings are within their normal range according header analysis procedure. The device was put through testing which verified that this product was operating within device specifications. Based on the above points, the device was functioning normal and it was within specification. The rv lead insertion problem that was reported in the field could not be confirmed with laboratory analysis testing.